Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump, which was sent with updated software. Technical support provided guidance on putting the pump into storage mode and returning it to tandem, which the customer understood and acknowledged.